Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted during a two-stage surgery with a new implant on (B)(6) 2012 and a new abutment on (B)(6) 2012.

Manufacturer narrative:
Per the clinic, the device is not available for analysis. This report is filed (B)(4) 2013.